Event description:
Frequent bronchitis with asthmatic cough. Frequent constrictions of throat from eating certain foods or breathing chemical odors. Given epinephrine while on duty at hosp after asthmatic attack during a surgical procedure. Was sent to allergists.